Event description:
It was reported to medtronic minimed that the customer was not able to log in to carelink, even after resetting the password. The event involved product mmt-7333. Troubleshooting was performed but the issue was not resolved. No harm requiring medical intervention was reported. The product return was not requested for mmt-7333 and the product will not be returned for analysis.

Manufacturer narrative:
Complaint summary: customer was an facing issue in logging into the application. Investigation/testing summary: an attempt was made to reproduce the issue by viewing the user in the carelink support application and confirming that the issue was reproducible. To aid in resolving the issue, an internal ticket was generated for the carelink development team to conduct further investigation. The software did not adhere to the specified requirements and performed in accordance with the expectations specified in the software requirement and specification document listed below under ""sw requirement doc. (Most likely) root cause: this could be due to existing users who had temp password during migration to 14.0 personal have to reset password every day to access personal per the old script. Analysis summary: the carelink development team review old logic about temporary passwords and identify what triggers and prepare a script to fix the issue. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.